Manufacturer narrative:
MDR report 4 of 4 a device history record review was completed by our quality engineer team for provided material number 381511 and lot number 3249702. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte-n autoguard winged catheter sheared. The following information was provided by the initial reporter: the sheath is shearing and they confirmed that it was not because of the needle being re-inserted into the catheter. 8 feb: there was a report of 4 occurrences. Did they occur with one patient or different patients? Is there any differentiating information for the different occurrences (e.g. Different patients, different event dates, etc.) Different patients same date. Was there a serious injury reported with the occurrences? If so, what? Not that is known children had to be restuck. Were any medical or surgical interventions required? If so, what? None. Was there exposure of wounds or mucosal surfaces to blood/body fluids? Blood/body fluids during product use at time of insertion.